Event description:
This lead was implanted on (B)(6) 2016 and was explanted on (B)(6) 2016 due to infection. The physician was dr. (B)(6) at (B)(6) city in (B)(6), united arab emirates. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).